Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called a second time and reported that they had the implanted system removed on (B)(6) 2017 and wanted to know what to do with the external equipment. The patient decided to donate the external device. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:product ID 3037 lot# serial# (B)(6) product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that were unable to power up their programmer (pp). Patient was using sunbeam super heavy duty in the pp and did not have additional batteries to try. Patient noted she had changed the batteries in (B)(6) 2017. There was no out of box failure noted. Patient stated the implant stopped working for her symptoms/was like before it was implanted. Patient stated she was given medications/pills and the doctor kept increasing them from 2 to 4 tablets, but it caused dry throat, so she stopped taking them. Patient stated at a later date she began having sharp pains. Patient stated it went off by itself and showed that it needed reprogramming. The patient not able to clarify what went off by itself (ins or pp). The patient was unable to clarify due also to not being able to connect with pp over the phone. Patient stated she was considering explant and was working with a healthcare provider (hcp) (not managing) regarding explant. Patient stated the doctor wanted her to be off her blood thinners for 10 days before surgery, which patient stated she will not do. Patient stated she was off for 3 days prior to the implant (pt first stated when she had "the problem before" but clarified she simply meant when the initial implant was put in, she had stopped the blood thinners). Patient stated she had been on coumadin and now takes eliquis. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.